Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 157452, m2a-magnum mod hd sz 52mm, 972960, 139268, m2a-magnum 52-60mm tpr ins std, 183250, 103205, taperloc por fmrl 11x142, 677160. Consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04374.

Event description:
It was reported that patient received bilateral metal on metal hip implants. Elevated metal ions were reported approximately 7.5 years post implantation of right hip, and approximately 6.5 years post implantation of left hip. Patient underwent revision on right hip, but has not yet received medical intervention for left hip. Attempts have been made and no further information has been provided.